Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transabdominal preperitoneal hernia, while the surgeon was doing a running suture with vloc, the needle of three sutures detached from the thread. The surgeon opened a new box and used two sutures to resolve the issue. There was no patient injury.